Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a missing end cap sticker, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed. The customer was unable to clear the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.